Event description:
The generator was received for analysis on 12/28/2015. Product analysis for the generator was completed and approved on 01/21/2016. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, during completion of the final electrical test, showed an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received on 11/23/2015 from the patient's physician. The physician clarified that the mention of "failing battery function" was referring to the device nearing end of service (neos). The patient's implant card indicated that the replacement was prophylactic ifi -yes. The explanted device has not been received to date.

Event description:
Clinic notes were dated and received (B)(6) 2015 for referral for a vns battery replacement. Notes state that the current has failing battery function. Since there is no mention of the generator being at end of service eos, the phrase "failing battery function" can only be understood to be a malfunction of the generator not performing as intended. The patient's current generator was implanted on (B)(6) 2010. The battery life calculator estimates 2.8 years remaining. The patient underwent generator replacement on (B)(6) 2015. The explanted device has not been received to date. No further relevant information has been received to date.